Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube near reservoir tube window, cracked battery tube threads and ink spot/bleeding display glass by the right hand side. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked near the battery compartment and on the display window. The blood glucose reading was not given. Nothing further was reported.